Manufacturer narrative:
This device is available for analysis but has not yet been received. However, the product analysis will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17708932 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, the physician was torquing and the catheter (f4 inf jr 4 100cm) broke in half. At that time, the wire was still inside both halves of the catheter. Another physician removed the wire, catheter halves, and sheath together. The patient remained stable throughout this process. One physician held manual pressure and the other proceeded to gain access at the left femoral site. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: while the physician was torqueing a f4 inf jr 4 100cm catheter it reportedly broke in half. At that time, the wire was still inside both halves of the catheter. Another physician removed the wire, catheter halves, and sheath together. The patient remained stable throughout this process. One physician held manual pressure and the other proceeded to gain access at the left femoral site. There was no reported patient injury. The intended procedure was a diagnostic coronary angiogram. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the device from the packaging. The device was prepped per the IFU. There were no kinks nor other damages noted prior to inserting the product into the patient. The product, or any of the other devices used with it, had not been resterilized. No unusual force was used at any time during the procedure. The catheter was not previously used in the procedure. There were no other anomalies noted when the device was removed from the patient. One non-sterile f4 inf jr 4 100cm catheter was received introduced in an unknown sheath inside of a plastic bag. Per visual analysis a compressed condition was noted in the catheter from 46cm to 49.5 from distal end. No other anomalies were found on the received unit. Dimensional analysis shows the catheter body od and ID were measured near the compressed condition and results were found within specification. With the limited information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. The complaint reported by the customer as ¿catheter (body/shaft)- separated - in-patient¿ was not confirmed. Per visual analysis a compressed condition was found in the unit received. However, the cause of the compressed condition noted could not be conclusively determined during the analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation ¿the performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the physician was torqueing and the catheter (f4 inf jr 4 100cm) broke in half. At that time, the wire was still inside both halves of the catheter. Another physician removed the wire, catheter halves, and sheath together. The patient remained stable throughout this process. One physician held manual pressure and the other proceeded to gain access at the left femoral site. There was no reported patient injury. The product was clinically used and will be returned for analysis. The intended procedure was a coronary diagnostic angiogram. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the device from the packaging. The device was prepped per the IFU. There were no kinks nor other damages noted prior to inserting the product into the patient. The product, or any of the other devices used with it, had not been resterilized. No unusual force was used at any time during the procedure. The catheter was not previously used in the procedure. There were no other anomalies noted when the device was removed from the patient. The entire wire, catheter and sheath was removed and the opposite side groin was accessed to complete the case.